Event description:
The customer reported an unknown quantity of unspecified IV sets, product code unknown, lot number unknown, which broke. It is unknown when or at what point in the process this condition occured. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The customer did not provide the product code of this device, therefore the 510k number cannot be determined. The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.